Manufacturer narrative:
Other, other text: device evaluation: two pictures were submitted for evaluation. On review and observation of photos, no damage could be detected. Additionally, one sample was received in used condition with its opened original packaging. Functional testing involved leak testing using a syringe. The sample was filled with no issues and no leaks were found during the test. A review of manufacturing processes was performed. It was verified that procedures in the assembly process and quality check process were being properly followed. Based on the investigation, the complaint allegation was not confirmed.

Event description:
Information was received indicating that immediately after starting to use the cadd cassette reservoirs - flow stop, the customer noticed medical fluid was leaking from it. There were no adverse events reported.